Event description:
Drager cardiac monitor was reporting a low battery reading. When cardiac monitor was touched, it was extremely hot. Monitor was immediately removed and battery removed. Battery itself was extremely hot again. It appeared as if a small portion of the monitor had actually melted on the back side of the monitor.